Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. During the initial connection the unit powered up without issue and all outputs measured normal voltage. The power button functions as intended. The ups was left testing and connected to a/c for two hours and no known issues were observed. No failure found. The battery returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Upon return the battery measured 51.73 volts. The battery was left connected overnight to a known functional system in order to allow it sufficient time to fully charge. On battery power, the system shutdown after ten minutes. No failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that system was showing a no charge message in the software. The manufacturer representative went into the self-test tool and confirmed the battery charge remaining was 0%, even after the system had been plugged in for over 24 hours. No patient was present at the time of the event. Additional information received from the rep reported that the system was still completely functional, except the battery was not charging. They just replaced the battery and were using the system now.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that system was showing a no charge message in the software. The manufacturer representative went into the self-test tool and confirmed the battery charge remaining was 0%, even after the system had been plugged in for over 24 hours. No patient was present at the time of the event. Additional information received from the rep reported that the system was still completely functional, except the battery was not charging. They just replaced the battery and were using the system now.